Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The steroid plug was observed to be in the improper position in the helix as the lead was returned. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was explanted due to dislodgment.